Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair laparoscopically assisted vaginal hysterectomy (lavh) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture broke and the dart detached after deployment of the device on the patient's right side. The physician tried to palpate the detached dart inside the patient but was not able to feel it. Therefore the physician was not able to retrieve the detached dart and it was left inside the patient. Reportedly, during the deployment, the suture was pulled back and tensioned along the capio handle. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.